Event description:
It was reported that the 9800 md system would not boot. No patient injury was reported.

Manufacturer narrative:
The service rep replaced several times such as rtos sbc, hdd, system interface. The system operates as intended.